Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the power line fuses had blown, directly causing the reported issue. The fuses were replaced and the issue was resolved. The replaced fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not boot up. The line power light was not illuminated. The fuses were found to have blown. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully with a second imaging system. The patient was not impacted.

Manufacturer narrative:
Correction: inadvertently left off previous submission. Patient information now provided. Patient weight field not sufficient to hold all digits, should read: (B)(6).

Manufacturer narrative:
Patient information now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative, following up with the site, reported that there was a 10 minute delay to the procedure.